Event description:
It has been reported to philips that the device powered off on its own.

Event description:
It has been reported to philips that the device powered off on its own.

Manufacturer narrative:
Updated event description, device problem code, component and conclusion code. Health impact updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device powered off on its own. The device was in use at the time of the event, however no patient or user health consequences or impact was reported.